Event description:
A caller reported that a malfunction occurred with a pump, resulting in a screen that would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.